Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was successfully advanced and inflated at 10 atmospheres, but the balloon ruptured when pressurized to 8 atmospheres during the second inflation. As per physicians comment, the device ruptured due to calcification. The procedure was completed with a different device. There was no patient injury.